Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 470 mg/dl and 200 mg/dl. Customer was given insulin based upon the reading of 200 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.